Manufacturer narrative:
Event description: customer found the video hub was broken in half. It was confirmed that the product may have been dropped or a stretcher may have accidentally bumped the device causing the damage. Based on the results of the investigation and based on information that it is possible that the product was dropped or a stretcher was accidentally bumped, it is assumed that the damage was caused by the addition of external forces. A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process. The root cause the event is determined to be user handling. IFU(instructions for use) references- do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Event description:
This device was a loaner and was damaged in customer possession. The video hub broke in half. It is believed when the scope was plugged into video processor it was either dropped or hit with the stretcher inadvertently.

Manufacturer narrative:
The ultrasound gastrovideoscope was returned to the service center for evaluation. The evaluation confirmed the ultrasound gastrovideoscope was leaking from the broken s-connector. Additionally, heavy buckles at boot on the insertion tube was found. A hole was observed in the distal sheath. The cause could be traced to component failure. No further information was reported.

Event description:
The service center became aware that during inspection of the ultrasound gastrovidesoscope, excessive broken strands of the bending section were observed. There was no patient involvement reported.